Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was not confirmed. The device passed all required testing and specifications, and released back to the customer. This device was evaluated through the service repair process. Upon visual inspection the service technician noted returned unrepaired: ail (broken housing), motor control board (fluid ingress causing error code 242.4030). Latch (broken lower latch), left and right iui's (corroded pins). A review of the device history record for sn(B)(4) was performed from date of manufacture 07/30/2018 to present date 12/10/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged.